Event description:
The customer reported incorrect results were transferred by kaluza c analysis lis export function to the laboratory information system (lis) after renaming a region which was already established in the lis export table. Erroneous were generated and reported out of the laboratory. There was no change or effect to patient treatment in connection to the event. The applications specialist submitted this case for investigation of the issue. It appears that the data/results from the analysis (histograms) does not transfer correctly to the lis preview table if a gate name is changed and therefore incorrect results could be transmitted to the lis. The event occurred with kaluza c ver. 1.1.2.

Manufacturer narrative:
Section a patient information was not provided for this event. The applications specialist instructed the customer to update the protocol gate name back to the original name which corrected the issue. The customer to refer to the customer letter that was sent on (B)(6) 2021, as notification of field action fa-000609 (z-2241-2021) which provide guidance for this issue. Bec internal identifier - case-(B)(4).